Event description:
Customer states back to back results as: on customer's suspect meter 261 mg/dl and doctor's meter 89 mg/dl. Level 1 control (42-72) test result 157 mg/dl. Her doctor did not treat her or admit her to the hospital. The customer states she is feeling good. Return requested and replacement was sent.